Event description:
The customer reported that the insulin pump alarmed motor error during a basal process. The customer stated that the insulin pump repeatedly went into the self-test, but did not show the test was completed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.